Manufacturer narrative:
This serves as a correction report. Sections updated as follows: h6: updated medical device problem code. H11: updated additional MFR narrative. This complaint was received via user report and has been reported to FDA. At this time the libre sensor and sensor kit have not yet been returned for this complaint. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No trip was identified and no further action was required the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that a customer had passed away. No additional details or clarification were provided. It is unknown whether the customer was actively using an adc device at the time of death, and no allegation of device deficiency was made. The report noted that the hcp did not consent to follow-up. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably suggested that an adc product has or may have caused or contributed to the reported death.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that a customer had passed away. No additional details or clarification were provided. It is unknown whether the customer was actively using an adc device at the time of death, and no allegation of device deficiency was made. The report noted that the hcp did not consent to follow-up. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, it cannot be reasonably suggested that an adc product has or may have caused or contributed to the reported death.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time the libre sensor and sensor kit have not yet been returned for this complaint. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.